Event description:
The pump was returned for investigation. Investigation revealed contamination under the button key contacts. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons responding appropriately. There was evidence of keypad contamination found under all key contacts. The up arrow, down arrow, and ok key contacts are misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).